Manufacturer narrative:
Physical inspection of the device noted the instrument seal not intact. The only observed anomalies were dull iui connectors. Functional testing (barrel clamp accuracy, plunger force accuracy and plunger position accuracy) found the device operating within specification.

Event description:
The customer reported that at 2:37 pm during a pca only hydromorphone infusion with a dose of 0.5mg, lockout interval of 8 minutes and max limit of 6mg per unknown time frame, the patient became unresponsive to name but responsive to sternal rub, and the rapid response team was called. On their arrival the patient was apneic with a pulse oximetry reading of 38% and narcan was administered. The patient was transferred to ICU due to the hypoxia, and the oximetry improved to 96% on 6l oxygen. Prior to the event bolus doses of 0.5 mg were given at 1:20 am and 3:36 am and the patient was also administered 10 mg oxycodone by mouth at 0257. The pca had been set up at 11:45 am and "totaled" at 2 pm. The rn had "stated she thought that this was a little high, discussed this with the md and the md agreed and decreased the order but did so incorrectly and they had to be redone." At some point prior to the event the etco2 had alarmed for low respiratory rate. The rn educated the patient on the importance of deep breathing, the use of is (presumed to mean incentive spirometer) and coughing and deep breathing. The rn informed the patient that when the alarm sounds the pca will become locked and will need to be reset. The rn only reset the alarm once but thought it also could have been reset by the patient's spouse as the nurse heard the alarm go off while she was in the room next door and then stop; she was unsure if it was because the patient was completing the coughing and deep breathing instructions or if the spouse was resetting the alarm.

Manufacturer narrative:
Concomitant medical product: (2) pri tubing, 35ml monoject pca syringe; td (B)(6) 2018. The customer¿s report that the patient became unresponsive was not confirmed. Analysis of the pcu event log shows that the pca module was programmed at 11:40 am on (B)(6) 2018 to infuse a pca dose only infusion of hydromorphone moderate dose 30mg in 30ml using a 35ml monoject syringe with 30.2422ml detected. The user entered 0.5mg for the pca dose, 8 minutes for the lockout interval and 6mg/1hr for the max limit. The infusion continued until 3:52 pm when the pca module was channeled off. During the infusion, there were 14 pca requests delivered and 1 bolus of 0.5mg delivered (at 11:47 am on (B)(6) 2018) for a total of 7.5ml. There were also 2 pca requests not delivered due to the lockout interval. The log recorded that the last pca dose was delivered at 03:39 pm. The infusion was also paused 10 times due to pca monitoring with the respiratory rate falling below the limit value of 5. Each time the alarm was cleared and the pca dose only infusion restarted. The root cause of the customer¿s report was not identified. No devices received, log review only.

Event description:
The customer reported that at 2:37 pm during a pca only hydromorphone infusion with a dose of 0.5mg, lockout interval of 8 minutes and max limit of 6mg per unknown time frame, the patient became unresponsive to name but responsive to sternal rub, and the rapid response team was called. On their arrival, the patient was apneic with a pulse oximetry reading of 38% and narcan was administered. The patient was transferred to ICU due to the hypoxia, and the oximetry improved to 96% on 6l oxygen. Prior to the event bolus doses of 0.5 mg were given at 1:20 am and 3:36 am and the patient was also administered 10 mg oxycodone by mouth at 0257. The pca had been set up at 11:45 am and "totaled" at 2 pm. The rn had "stated she thought that this was a little high, discussed this with the md and the md agreed and decreased the order but did so incorrectly and they had to be redone." At some point prior to the event, the etco2 had alarmed for low respiratory rate. The rn educated the patient on the importance of deep breathing, the use of is (presumed to mean incentive spirometer) and coughing and deep breathing. The rn informed the patient that when the alarm sounds the pca will become locked and will need to be reset. The rn only reset the alarm once but thought it also could have been reset by the patient's spouse as the nurse heard the alarm go off while she was in the room next door and then stop; she was unsure if it was because the patient was completing the coughing and deep breathing instructions or if the spouse was resetting the alarm.